Manufacturer narrative:
Based on the current information provided, the root cause of the operative complication cannot be determined. If additional information is received, a follow-up MDR will be submitted. Intuitive surgical, inc. (Isi) received the stapler sureform 60 instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The stapler instrument was tested in-house and the instrument initialized, clamped, fired, and unclamped without any issues. The stapler instrument was retested and fully passed both in-house tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. No errors appeared during in-house testing. A review of logs showed no firing failures. No damage was found. The stapler was fully functional. There was no problem detected. Isi received the blue sureform 60 reload and completed the evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The stapler reload was found to be returned fully fired without any issues. Due to the returned condition of the reload, the presence of staples during firing could not be confirmed. There were no loose staples found on the reload. The stapler reload was disassembled in-house for visual inspection. There was no pusher or cartridge damage observed. A review of the logs show no firing failures. The reload was found to have blade damage when the reload was disassembled in-house. The root cause of this failure is attributed to the user. Stapler logs show that sureform 60 stapler instrument (part #480460-09, lot #l93220308-0267) was the first sureform 60 stapler instrument used. It was installed 3 times and fired 3 reloads (all blue). All firings were completed per the logs with no pauses for compression. There were no incomplete clamps by this instrument. A second sureform 60 stapler instrument (part #480460-09, lot #t90220322-0056) was used. This instrument was installed 4 times and fired 4 reloads (2 blue followed by 2 white). All firings were completed per the logs and there were no pauses for compression on firings 1, 2, and 4. There was one pause on firing 3 (white). There were no incomplete clamps by this instrument. This complaint is being reported due to the following: during a da vinci-assisted gastric bypass procedure, a blue sureform 60 reload was fired with a sureform 60 stapler instrument on gastric tissue and an incomplete staple line was created. As a result of the holes in the staple line, the surgeon switched to another sureform stapler 60 instrument with another reload and stapled adjacent to the staple line with holes. It was confirmed the procedure was completed with no further issues. At this time, the cause of the operative complication is unknown.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the surgeon fired a blue sureform 60 reload with a sureform 60 stapler instrument on gastric tissue. The stapler instrument fired partially during the firing sequence. The reload anvil completed the fire without placing staples. The staples fired partially. Intuitive surgical, inc. (Isi) contacted the site's robotics coordinator and obtained additional information regarding the reported event: the robotics coordinator stated the surgeon provided the information. The stapler instrument fired correctly, but multiple gastrotomies were observed after the stapler instrument was unclamped. As a result, the surgeon used a backup surefrom 60 stapler instrument with a new reload and stapled adjacent to the incomplete staple line. The procedure was completed with no further issues. The robotics coordinator confirmed that the instrument was inspected prior to use and no problems were noted. There were no clamping issues, no error messages, and no obstructions such as clips, staples, or other hard material between the instrument jaws. The tissue was not calcified, exposed to any radiation, or bunched. There was also no tissue tension. The patient is reported to be recovering well. No images or video recordings of the procedure are available for isi review. No patient demographic information is available.